Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9733686, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation.) The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was an alleged mislabel of a midas attachment. The manufacturer representative (rep) emailed to clarify the reported alleged mislabeling in the system's spine software. The 10cm attachment was mislabeled in the software. It should be labeled as a 9cm attachment. They tried more than one 10cm attachment. None of them worked. It wasn¿t until they switched to a 9cm attachment that they were able to successfully verify and navigate accurately. The 10cm attachments have a purple stripe. The 9cm has a blue stripe. The site has a navigation system and 2 electric navigated (electric) midas handpieces. The health care professional (hcp) that routinely uses the 14cm straight attachment on the navigated midas, and they have never run into an issue. There is 2 newer hcps that prefer the 10 cm straight attachment, and they have never been able to verify the midas successfully. During a case yesterday, the rep noticed that the 10ba40d had a blue stripe on the attachment in the software. The 10cm midas attachment should have a purple stripe. They tried to verify it, and again it did not work. The rep had them switch to the 9cm attachment (which has a blue stripe) and they were able to verify successfully. The issue seems to be with the 10cm straight attachment. It should be labelled in the software as a 9cm, not 10. No patient was present at the time of the event.

Manufacturer narrative:
H3: a software analysis was initiated as part of the investigation. Analysis found that the behavior was consistent with a known behavior in the medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.